Event description:
Unstable output power during operation. On (B)(6) 2015 per affiliate: was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken in result of this incident? The surgeon use another machine to continue surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier revealed that the customer¿s complaint could not be duplicated. Unit as received appeared to operate normally. A device history record review was performed and no anomalies were noted during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.